Event description:
In 2002 and 2003, I underwent total hip replacement surgery for both hips. In 2016 I began to experience pain in both hips coupled with audible noises. I also experienced my implants shift resulting in significant pain causing me to fall. In the course of treatment, blood tests revealed elevated cobalt and chromium levels in my blood. Attempts to reach biomet have been unsuccessful. My primary concern is to request guidance for treatment of the elevated cobalt and chromium levels in my blood. I would also appreciate guidance from your agency in this regard. Thank you for your time and consideration in this regard. (B)(6).